Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis of the lead was performed. Visual analysis confirmed that the helix was broken off at the base, and likely remains in the patient. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Initial analysis could not confirm the high impedance and threshold measurements, however did confirm that the helix had broken off. The lead was forwarded for further analysis and is pending at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis of the lead was performed. Visual analysis confirmed that the helix was broken off at the base, and likely remains in the patient. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Initial analysis could not confirm the high impedance and threshold measurements, however did confirm that the helix had broken off. The lead was forwarded for further analysis and is pending at this time.

Manufacturer narrative:
Detailed analysis of the lead found that the positive fixation helix was consistent with the specified material for this type of lead. The helix was fractured near the base, within the edge of the weld pool. Laboratory analysis determined that the fracture showed evidence of fatigue, which likely contributed to the field observation.